Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. Customer's blood glucose was 282 mg/dl. Additionally, customer reported a blood glucose (bg) of 52 mg/dl which was addressed with glucose shots. The cause of bg was unknown. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported low bg issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was not in use on (B)(6)2018. The user delivered an extended bolus of 4.33 units over 2.5 hours without entering current bg value and still having insulin on board (iob). Shortly after the bolus was completed the user changed their personal profile segment and set the basal rate to 0 units per hour. Basal remained at 0 units per hour for approximately one hour. It is possible the user overcorrected. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.